Event description:
The resolution clip was deployed in the pt. The connector that was designed to stay attached to the deploying device came off and remained in the pt. This happened two times on the same pt.